Event description:
A nurse called on behalf of the customer. She stated the customer had received low blood glucose readings of 21, 39, 24 and 17 mg/dl. The customer was not symptomatic for low glucose when he received those readings. The nurse performed control tests over the phone and received a result of "lo". The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.